Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was damaged and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: a review of the pump's black box data showed no unexplained pump reboot occurrences. There was no indication of power loss or intermittent power in the black box data on the date of complaint (B)(6) 2015. The pump was run on a 24 hour basal program with no intermittent power or reboot occurrences. The battery compartment was cracked on the side of the battery compartment at the case seal traveling up toward the threads. Unrelated to the initial allegation, the audio bolus button cover was damaged. Glue contamination was found inside the audio bolus button compartment. The display screen was dim and discolored. The cartridge cap was damaged.